Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ generic medstation¿ es, the remote manager was failing to unlock. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the remote manager (rm) was failed. A field service engineer (fse) replaced the remote manager latch and printed circuit board (pcb) controller board and tested in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager was failing to unlock. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.